Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report: 1627487-2014-21111, 21112. The patient received three peripheral (off-label) leads. It is uncertain which lead is referenced in the event. It was reported x-rays confirmed the patient's right pns lead has migrated. As a result, surgical intervention will be taken to address the issue.